Event description:
The reporter stated there was capsule damage upon insertion of a competitor's lens into the eye. The surgeon's opinion of the likely cause was the explosive injection of the lens from the injector cartridge. The reporter was unable to provide any additional info. If additional info is received, a supplemental medwatch will be sent.